Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer resolved the issue by successfully filling the existing cartridge with the original needle. Additionally, it was reported that insulin drips were not observed to be exiting the patient line. Customer performed a supply change to resolve the issue. Customer¿s blood glucose was 271-395 mg/dl.